Event description:
A malfunction with code malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer was advised to return the faulty pump using a pre-paid label. The customer understood the steps required to store the current pump and expected delivery of a new pump with updated software.